Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Stab myself under the eye with the internal metal attachment [face injury]. Brushhead became loose and (stabbed) with internal metal attachment [device breakage]. Consumer reporter via e-mail that the brushhead became loose and stabbed under the eye with the internal metal attachment. No serious injury was reported.

Manufacturer narrative:
10-aug-2021 case update: the reporter informed the company that the product has been discarded.

Event description:
Stab myself under the eye with the internal metal attachment [face injury] brushhead became loose and (stabbed) with internal metal attachment [device breakage] case description: consumer reporter via e-mail that the brushhead became loose and stabbed under the eye with the internal metal attachment. No serious injury was reported.